Event description:
It was reported that the insulin pump received a button error and there is no response from any button. Device was not dropped or bumped. Blood glucose 166 6.7 mmol/l. Customer will get back in contact for the replacement of the device when returning from holiday. Nothing further reported.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The pump had minor scratches on the lcd window, a cracked case at the reservoir tube window corners, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.